Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the device had moved towards the belly button, and will be repositioned to the appropriated area. The device remians implanted.